Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found there is some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be partially split and lifted with approximately 0.405¿ of metal exposed. In addition, approximately 0.250¿ of the teflon pad is suspected to be missing. The missing portion of teflon pad was not returned. The device was attached to a test usg-400/esg-400 and the device failed the probe check. An e509 ¿ultrasonic error¿ was observed during testing. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on the evaluation, the damage to the sb-0535fc is attributed to user mishandling. The instruction manual warns users ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.¿

Event description:
Olympus was informed that the during an unspecified procedure, the teflon pad from the grasping section of two handpieces became damaged exposing metal on the jaw. A repeated short circuit errors was observed during activation. It was reported that the surgeon routinely takes very small tissue bite. The generator settings were 1 cut/ 3 coag and the item was not activated. No device fragment fell into the patient. There was no unusual bleeding observed. There was no patient injury. The intended procedure was completed with a different device. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found. This is 1 of 2 reports.